Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The rep reported that there was an impedance of >4000 on electrode 1, there were no contributing factors. Troubleshooting was done to rerun the impedance at a higher amplitude, but the issue was not resolved. No patient symptoms were reported. No further complications were reported at this time.